Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-03175 for info regarding the associated device. It was reported to boston scientific corp on june 8, 2009 that a cre esophageal/pyloric/colonic wireguided balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6)2009. According to the complainant, during the procedure, after using the device, the nurse could not remove the gastroscope even though the balloon was deflated. This event occurred two times during the same procedure. The nurse removed the guidewire, which was in the balloon and cut the balloon at the gastroscope extremity in order to remove the rest of the device. The procedure was completed using this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be no consequences.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).